Manufacturer narrative:
The 7f dtv45 (sheath, dilator, loader, and delivery cable), was returned to sjm and decontaminated. The components were examined and the sheath tip was inverted. The damage was consistent with the described recapture difficulty. The returned 12mm aso was loaded into the loader, handed-off to the sheath, advanced, deployed, and recaptured without issue, however, the sheath tip remained inverted. A test 12mm aso was loaded into the loader, handed-off to the sheath, advanced, deployed, and recaptured without issue. During manufacturing, this delivery system lot underwent a series of inspections and tests to confirm proper function. A review of manufacturing documentation confirmed this delivery system lot successfully completed these tests. Our product analysis confirmed the inverted sheath tip; however, the analysis was unable to reproduce the performance described in the field. Our investigation confirmed that the delivery system met manufacturing specifications prior to shipment and tested functional upon return to sjm.

Event description:
A 12mm amplatzer septal occluder (aso), deformed as it was deployed from the 7f amplatzer torqvue 45 degrees delivery system (dtv45) loader during preparation. Another 12mm aso was opened and deployed with no issue; however, the left atrial disc pushed against the sinus valsalva. The aso was attempted to be removed from the patient but it could not be retracted into the 7f sheath. The 7f dtv45 was exchanged for a 9f amplatzer torqvue 45 degrees exchange system (etv45) and the 12mm aso was retracted successfully. The atrial septal defect was resized and an 11mm aso was opened; however, it deformed during preparation. Another 11mm aso was prepared but it also deformed during preparation. The first 11mm aso was attempted again as the deformation was considered to be within an acceptable level, however, the left atrial disc of the aso did not expand properly upon deployment. The 11mm aso was retracted and the implant was aborted.